Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during advancement of the 2.00x20mm mini trek balloon dilatation catheter, resistance was noted with an unspecified guidewire. Once at the lesion, an attempt was made to inflate the mini trek balloon; however, the balloon did not inflate. After removal, an attempt was made to inflate outside, and the balloon was confirmed to be punctured. An unspecified device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.